Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer 3 failed and shoes up requires maintenance. The customer rebooted the device but, unable to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer serviced all drawer connections in drawer 3.1 & 3.2 to resolve the issue. The issue was causing a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshot the device.